Event description:
Customer reported unexpected negative reactions on a patient sample containing antibodies tested on the echo. The patient has a history of anti-e. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
A service call was made. The system was tested and operated within specifications; no problems were observed. Reactivity of the e antigen was confirmed on retention crrs(3), lot r040, used by the customer at the time of the event.